Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: degenerative disk and pseudarthrosis, l4-5 and l5-s1 status post alif. Procedure: posterior spine fusion l4-5/s1. Decompressive gill l5 with bilateral foraminotomies. Left l4-5 decompression. Local bone graft along with allograft. Placement of pedicle screw revere system l4-5/s1. Exploration of spine. Application and removal of tongs. Placement of epidural for postoperative pain relief. Intra-op findings: neuro-operative fluoroscopy was used to verify levels. Pseudoarthrosis noted on exploration of spine and testing. Emgs were stable throughout and pedicle screw testing was within normal limits. Perop: posterolateral fusion was performed using allograft and local bone graft. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.